Event description:
It is reported that during impaction the surgeon tried to use the tibial impactor, it then broke into two parts. The screw was found and discarded by hospital, no harm was done to the patient.

Manufacturer narrative:
As returned, the broach impactor appears to be in relatively good shape considering its approximate 4 year potential field age. The thumb pin has been removed and is separate from the impactor body. The most likely scenario is that repeated autoclaving causes the epoxy bond to weaken, thus loosening the pin. The instrument was re-designed in 2007 incorporating an eb weld instead of the epoxy connection. Device history records indicate all components were manufactured and inspected to specification.